Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, the device did not fire. Another reload was tried but the device still did not fire. The reload was damaged and did not work on a new handle. Another handle and reload were used to complete the case. There was no patient injury.